Event description:
It was reported that the patient presented in hospital for routine follow-up on (B)(6) 2018. The implantable cardioverter defibrillator could not be successfully interrogated. Premature battery depletion was suspected. The device was explanted and replaced. The patient was stable before, during and post procedure.

Manufacturer narrative:
Correction: manufacturer report 2017865-2018-02895, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).